Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump kept alarming button error. Customer's blood glucose level was 92 mg/dl. During troubleshooting the caller could not recall any significant events leading to the button error alarm. Customer was advised to discontinue use of the device and revert to a backup plan. The insulin pump was not returned for analysis.